Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca 19-9 results generated on the architect i2000 instrument for one patient. The following data was provided: (B)(6) ca19-9 previous value was 11.6 u/l, repeated 103.54 / 10.99 u/l no impact to patient management was reported.

Manufacturer narrative:
While troubleshooting the issue, the field service engineer (fsr) discovered that the wz2 manifold was damaged, therefore, replaced the wz manifold, fep tips (rohs), arc bfr snsr/tub and buffer filter to prevent air bubbles. Further troubleshooting, service reviewed the result log and determined a possible valve malfunction occurred due to a failure of the bd, dc driver io (solenoid driver) and replaced board as well. All four replaced parts were determined parts the likely causes for the issue. The issue was resolved with the replacement of the wz manifold, fep tips (rohs), buffer filter, arc bfr snsr/tub and bd, dc driver io (solenoid driver). The module function was verified with a control/precision run. A review of tracking and trending did not reveal any trends related to the customer¿s issue. A review of the architect isr60656 service history, revealed no additional issues falsely elevated patient results, reported on the architect isr60656. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems and resolving the customers issue. The i2000sr architect I system service and support manual contained adequate information for the troubleshooting, removal, and replacement of the arc bfr snsr/tub, wz manifold, fep tips (rohs), buffer filter and bd, dc driver io (solenoid driver). Based on the information within the complaint record, no systemic issue or deficiency was identified.